Event description:
While loading the pack in the machine, the machine kept alarming "overfill" and would not let staff move on from the screen and machine froze. Restarted machine and installed a new pack to complete procedure without difficulty manufacturer response for 25+ totalplus vitrectomy pak, 25+ totalplus vitrectomy pak (per site reporter): manufacturer provided shipping instructions and tracking#.